Event description:
It was reported that during a review of the pacing settings of this cardiac resynchronization therapy defibrillator (crt-d), technical services (ts) noted that the was crosstalk oversensing on the right ventricular (rv) lead channel leading to pacing inhibition for a pacing dependent patient. Ts advised on programming options and further in clinic review. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service.